Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Ultimately the customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Elevated bg was addressed by a manual insulin injection.